Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined due to the device was not returned for evaluation. The issue was resolved by troubleshooting, the customer reported that the device is working as it should and the lamp is lighting when a scope is attached. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In communication with the olympus technical assistance center (tac) via email, the customer reported that the video system center lamp was burned out. Tac informed the customer that the device would need a scope connected to it in order to confirm that the lamp did not light. The customer informed tac that they have not performed preventative maintenance on the cv-170 and assumed that the lamp was burned out when the lamp did not come on, the customer will get a scope and re-test the device. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center lamp burned out, when the lamp is turned on the green led blinks but no light can be seen. The issue was found during preparation for use in an unknown procedure. There were no reports of patient harm.